Event description:
A pt who was being supported with left and right ventricular assist devices (bivads) was being assisted to stand, when the nurse noticed that the pt was bleeding profusely at the right ventricular assist device (rvad) cannula exit sites. The pt lost conciousness and was immediately transported to the operating room. The rvad and its cannula appeared to have been partially pulled out of the pt. In the operating room, it was noted that the rvad inflow cannula had become detached from the heart and at the anastomosis of the outflow cannula with the pulmonary artery, both the sutures and artery were torn. Later that day the pt expired in the operating room. This is the first incident of this type in thoratec's history of more than 1700 vad implants over 19 years. There is no indication that the cannula failed to meet any of their specifications.